Event description:
It was reported from the field that during implant and dft testing, the device failed to deliver therapy. The device was programmed to deliver a 20 joule shock but failed to deliver appropriately. External defibrillation was used. During re-interrogation, the device was found to be in back-up vvi mode.

Manufacturer narrative:
Evaluation description: the reported field event of backup reset mode was confirmed in the laboratory. The cause of the backup reset mode was due to a power-on reset (por). The battery voltage measured above 3.2 v. Based on the device image obtained, the hardware registers showed that the por was initiated during the high voltage 20 joule shock. An over current detection event was observed. After clearing the reset condition, the device was analyzed on the bench and with our automated electrical testing system. The high voltage charge and delivery function of the device demonstrated normal function. The por experienced in the field could not be replicated during testing. There is reason to suspect that during delivery of high voltage shock, the rv lead short-circuited to the ICD can. Without return of the associated rv lead, we cannot confirm this was the cause of por. The root cause of the backup reset mode was undetermined.